Event description:
It was reported that the patient received multiple inappropriate therapies. The patient later expired. No further information is available at this time.

Manufacturer narrative:
Attorney.